Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and show no abnormalities related to the reported failure. Failure analysis: evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. Unit had new components added to replace worn internal parts; general maintenance and cleaning required at this time. Root cause: the reported complaint was confirmed via inspection of the unit. The index knob was not locking properly. Based on the evaluation, the root cause is most likely normal wear over time, in addition to the need for routine preventive maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking knob on mayfield modified skull clamp (a1059) was loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.